Event description:
Customer reporting what they feel is a false positive sars result. Through interview with customer it was found the kit they were using was most likely expired.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: insufficient information source: phone.